Event description:
During the procedure the vessel sealer blade would not retract into the instrument, causing a revocable fault. The instrument was removed and a new one was opened. Since the blade would not retract, it left the blade exposed. No harm to patient.what was the original intended procedure?operative procedure:1. Da vinci robotic laparoscopic hysterectomy.2. Bilateral salpingectomy.3. Morcellation of uterus with fibroids.device #1is this a laboratory device or laboratory test?no.